Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s screen was unresponsive to the unlock function while the device vibrated without displaying content; attempts to wake the device on charger and a prolonged wake-button press did not resolve the issue, and the user confirmed no visible screen damage and a contemporaneous blood glucose of 129 mg/dl. Symptoms included an inability to interact with the unlock control despite responsiveness in other screen areas. Outcomes included restoration of normal operation after the user installed an available firmware update through the ilet app and the pump restarted. Investigation included guided troubleshooting, visual confirmation from user-provided video, functional checks while on charger, and verification and installation of current firmware. Investigation of this case revealed a software-related user interface malfunction affecting the unlock feature that resolved with a firmware update, with no evidence of physical screen damage or persistent hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was software anomaly corrected by firmware update.